Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 40 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer attempted to self-treat by consuming carbohydrates, however; suspended insulin deliveries at the ER. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.